Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0e6rq, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0k227, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
A consumer reported the patient had a loss of therapy and a loss of stimulation. The patient had a mammogram and ultrasound on tuesday and since then their tremor had come back. The patient checked the implantable neurostimulator (ins) with their patient programmer and they got a poor communication screen on the right side and they were not seeing their settings. The patient had tried calling their health care provider (hcp). At the time of this report, both inss were checked and both showed on and okay. The left side was on group c at 2.4v. The right side was set to simple and that was the reason they were not seeing the settings. The patient later reported the ins settings were reset by their hcp. The issue of poor communication and not seeing the settings had been resolved. The patient's indication for use is essential tremor and movement disorders.